Event description:
It was reported the physician planned to revise the patient¿s leads. The device was originally implanted in march. Due to the patient having had a small amount of body fat the original lead ended up being below the muscle fascia. This caused the patient to experience a burning sensation at the lead location when the leads were stimulated. Using ultrasound the physician moved the leads above the muscle fascia and the burning sensation resolved.

Manufacturer narrative:
Product ID: 3888-45, lot# va034q2, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).